Manufacturer narrative:
Product complaint #: (B)(4). Date of event: month and day unknown. Only year (2019) is known. Batch # p58m09. Device evaluation summary: the analysis results found that the cdh29a device arrived with the anvil missing. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Were there any issues noted with staple formation? If so, please describe. Was a leak test performed? If so, what was the result? Was the colostomy planned or performed due to the issues experienced with the device? Is the colostomy temporary or permanent? What is the current status of the patient?

Event description:
It was reported that during an unknown procedure, the sealing of the anastomosis was not satisfying. During the airproof test, the anastomosis had 2 air leaks. No leak during the methylene blue test. The colic and rectal donut was perfect. The airproof test was not conclusive. The surgeon could not check the staples. The surgeon had to re-perform the anastomosis manually. Fragility of the patient. The surgeon preferred to perform a hartmann procedure; colostomy was performed. There was a delay of the procedure, but length of time is unknown.